Manufacturer narrative:
The distributor reached out to the customer and the customer clarified that the air had never made it to the air-in-line sensor on the pump. It was explained to the customer that the air-in-line sensor would have gone off if the air made it to the sensor. The issue was a user misunderstanding of the sensor function. The pump was not returned for testing.

Event description:
On (B)(6) 2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on (B)(6) 2020 and reported that pump 503791 had a bag run dry and "air in line" never alarmed. The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.